Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Mitral regurgitation (mr) in tvr procedures can occur from chordae tendineae entrapment during advancement of the guidewire, bav catheter, or delivery system. This can result in transient mitral insufficiency, which may resolve upon removal of the devices. The appearance of mr is also one of the possible complications of a tvr procedure. Mr can become exaggerated after the tvr procedure for several reasons, including direct mechanical damage to the mitral valve leaflets or subvalvular apparatus by the guidewire or prosthetic valve, and "impingement" of the prosthesis on the anterior leaflet of the mitral valve because of low implantation of the prosthesis. Secondary mechanisms include myocardial ischemia, systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot), significant paravalvular leakage (pvl), cardiac tamponade, and mechanical asynchrony due to conduction disorders (i.e. New-onset left bundle branch block (lbbb)). The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (off-label operation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to off-label aortic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field specialist, during the off-label transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, during valve deployment, the valve embolized into the left ventricle (lv). It was noted that prior to the tavr procedure, the patient had been hospitalized for two months due to sepsis and endocarditis. The patient had severe aortic insufficiency (ai), no aortic stenosis (as), but there was thickening of the leaflets and vegetation on the valve. The 29 mm sapien 3 ultra resilia valve was prepped with an additional 4 cc of volume and had been positioned across the annulus. During valve deployment, the valve embolized into the lv. The valve was maintained on the distal end of the wire but was turned upside down and the inflow was facing the left ventricular outflow tract (lvot). A snare was used to secure the valve, but the valve was unable to be flip in the correct orientation. The valve was then pulled into the lvot. An attempt was made to deploy a 34 mm non-edwards self-expanding valve and lock the snare wire in place between the self-expanding non-edwards valve and the aortic wall. Multiple attempts were made to deploy the self-expanding non-edwards valve, but each time it would embolized aortic before it could be fully deployed. During the fourth attempt, the self-expanding non-edwards valve was deployed lower in the lvot, and this resulted in lvot obstruction with the sapien 3 ultra resilia valve pulled in sideways to the inflow of the non-edwards valve. The non-edwards valve was recaptured, and cardiopulmonary resuscitation (CPR) was started. The patient was stabilized, and a final attempt was made to deploy the non-edwards valve lower in the lvot and this attempt did not create lvot obstruction. Both the non-edwards valve and sapien 3 ultra resilia valve were able to be stabilized with tension on the snare wire which was externalized through the femoral artery. A non-edwards (manta) closure device was used in the left groin to lock the snare wire in place. The wire was clipped, and the skin incision was suture closed. The ai was noted to be moderate, and the mitral regurgitation (mr) was noted to be worse than at the beginning of the procedure. This was believed to be due to the sapien 3 ultra resilia valve interacting with the mitral valve as it was noted to be in the lvot. The patient was stable at the end of the procedure and was transferred to the unit for recovery. Subsequently, additional information was received revealing the lack of calcium to hold the valve in place may have caused the valve to embolized into the lv. There was also ventricular movement noted during valve deployment, but it was unknown what was causing the ventricular movement. It did not appear there was a loss of pacing capture and there was no premature ventricular contraction (pvc) during pacing. It was clarified that on the fourth attempt to deploy the non-edwards valve, the non-edwards valve was placed lower into the lvot than the previous attempts and as a result, there was significant lvot obstruction with the sapien 3 ultra resilia valve in place in the lvot. There was no lvot obstruction present with only the 29 mm sapien 3 ultra resilia valve in the lvot. The lvot obstruction only occurred once the 34 mm non-edwards valve was being deployed. It was noted that there was a simultaneous operation where the self-expanding non-edwards valve was recaptured, and the snare wires were loosened which allowed the sapien 3 ultra resilia valve to move lower into the lvot. It was also noted on the fifth attempt that the sapien 3 ultra resilia valve did not cause lvot obstruction. The sapien 3 ultra resilia valve was possibly canted in a different way or more to the side than the previous attempt. At the time of the procedure, it was unknown if the sapien 3 ultra resilia valve was engaged with the mitral chordae. The only evidence was there was an increase in the mr from the baseline. The implanting physician mentioned that this was a possible indicator as it was involved with the mitral apparatus, but the implanting physician was not certain it was the cause. The paravalvular leak (pvl) was believed to be due to the lack of proper oversizing of the non-edwards valve and lack of calcium within the annulus. It was not mentioned that the snare wire was contributing to the moderate pvl. There was no plan to treat at the time of the procedure. The patient was transferred to the unit and upon arrival in the unit, a decision was made by the family to change the patient's status to comfort measures only (cmo). The patient then passed away soon after.